Manufacturer narrative:
As reported, sorbafix enhanced fasteners did not fixate the mesh. Additional information has been requested. A review if the video provided cannot assist in root cause determination as it only shows the device outside of use in good condition. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Based on the limited information available and without having the physical sample to evaluate, no conclusions can be made. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample discarded.

Event description:
As reported, during a laparoscopic hernia procedure, all the sorbafix enhanced fasteners came loose and did not fixate the mesh. The problem occurred when removing the device from the patient and there was an increase of two hours to the surgery time . It was reported that there was ¿no impact on the patient, it did not lead to worsening of the patient's health, there was no permanent injury¿. At the end of the procedure, the patient was in an unstable condition.